Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. As a result, an alternate device was employed. There was no pt involvement. No other details regarding the nature of this event were provided.